Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. A medtronic representative, following-up at the site, reported re-positioning the camera in a different position for the next case and had no issues verifying or tracking instruments. Tracking issue was due to poor line of sight with camera. Instruments were checked-out during a planned maintenance (pm), no issues were found. System functioning properly. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess) the surgeon had difficulty verifying and tracking instruments in the navigate task. After registering the patient, could not verify the same registration probe. The m4, or curved suction. In trouble-shooting, spheres were changed out but did not resolve the issue. The head frame could be seen by the camera without any issues. After re-launching the application they were able to verify the registration probe, however, could not verify other instruments. Adjusting the camera position did not improve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.